Event description:
A vaxcel pasv PICC was being prepared to be placed for therapeutic purposes. Upon removal of the catheter from packaging, it was found the catheter was fractured 15 centimeters distal to the suture wing. Another PICC line was placed instead.